Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the heater line of a homechoice cassette and a heater bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during fill three of five. The patient was connected at the time of the alarm. During troubleshooting, it was determined that there was a loose connection between the heater bag and the heater line of a homechoice cassette because it was not screwed all the way. The care giver reconnected it. A renal therapy service agent assisted with ending therapy. The care giver advised that they would disconnect the patient, discard the supplies, and follow up with the registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.